Event description:
Caller states a neonate patient received result of 79 mg/dl on the sensor system, and result of 39 mg/dl on the performa system. Patient was treated with oral glucose when the value was less than 47 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in another country. This medwatch is for the suspect device used in the sensor system (lot number and expiration date unknown).